Event description:
Additional information was received from a patient. It was reported the patient had their device programmed to setting #4 and had to call into their healthcare provider (hcp) office, so all was fine now.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a poor communication screen on the patient programmer (pp). An antenna was used and syncing with the implantable neurostimulator (ins) did not resolve the issue. There was no telemetry. They also tried new batteries. It was noted that the patient all of a sudden had to go to the bathroom and could not make it to the restroom. The urge frequency started after last sunday and the poor communication on the pp started a couple days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.